Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
One week post-implant, lead dislodgement was observed. Loss of capture, decrease in sensing and low impedance was noted. The lead was explanted.